Manufacturer narrative:
The investigation determined that unexpected (B)(6) vitros (B)(6) results were obtained from three patient samples run on a vitros 5600 integrated systems. The investigation was unable to determine a definitive assignable cause. There was no evidence to suggest that an instrument or reagent malfunction occurred. However, the presence of an unknown sample interferent could not be ruled out as a contributing factor. The assignable cause of this event is unknown.

Event description:
The customer obtained unexpected (B)(6) results from three patient samples run on a vitros 5600 integrated system. Patient 1: vitros (B)(6) (1.5 s/c) vs expected non-ocd centaur (B)(6) (0.52 s/c) patient 2: vitros (B)(6) (1.6 s/c) vs expected non-ocd centaur (B)(6) (0.07 s/c) patient 3: vitros (B)(6) (1.8 s/c) vs expected non-ocd centaur (B)(6) (0.76 s/c) biased results of the magnitude and direction observed may lead to inappropriate physician action. The unexpected reactive vitros (B)(6) results were reported outside of the laboratory, however, the physician questioned them based on patients' clinical presentation and (B)(6) results from a non-ocd centaur method. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).